Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having issues with her sensor and transmitter. Her sensor glucose at the time of incident was 40 mg/dl and her blood glucose was 46 mg/dl. The customer treated her low with juice, oatmeal, and six sugar packets. The customer was advised that the sensor was working and that the sensor glucose and blood glucose will not have exact numbers, just similar ones. Additionally, the customer received a lost sensor alert followed by the threshold suspend activating even though her blood glucose was 310 mg/dl. Troubleshooting was initiated for the sensor issues and the customer was advised that the sensor may be dislodged, bent, retracted, damaged, or essentially nonfunctional. The sensor in question was returned for analysis and two replacement sensors were shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of t1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. The insertion needle was not returned with the sensor so we are unable to confirm the insertion needle complaint.